Manufacturer narrative:
Device evaluation of battery charger sn 58008889 has been completed. The reported problem (charger faults) was due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had faults.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (charger faults) was due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.